Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, mid circumflex (cx). During the attempt to deliver the 2.5x38 mm xience xpedition stent delivery system (sds) down the circumflex, the vessel straightened and it was determined that the sds was a inadequate size for the vessel. During the attempt to advance a plaque shift occurred; therefore, a two stent strategy was employed by deploying two xience xpedition stents (2.5x33 mm and a 2.25x18 mm). The 2.25x18 mm xience xpedition was placed for treatment of the plaque shift. There was no clinically significant delay in the procedure. No additional information was provided.